Manufacturer narrative:
Medical device expiration date: unknown. Device manufacture date: unknown. (B)(4). Investigation summary: no photos or physical samples that display the reported condition were available for investigation. A device history review could not be completed as no batch number was provided. Investigation conclusion: complaints received for this device and reported condition will continue to be tracked and trended. Our quality team regularly reviews the collected data for identification of emerging trends. Based on no sample, the investigation concluded, bd was not able to verify the indicated failure. Root cause description: based on the available information we are not able to identify a root cause at this time. Rationale: this complaint will be entered into the complaint management system and will be tracked & trended for future occurrences.

Event description:
It was reported that injector n35-o tubing was disconnected and leaked. The following information was provided by the initial reporter: material no.: 515052 batch no.: unknown it was reported that tubing was disconnected from injector, causing it to leak on the floor. The patients chemo was hung and connected at 8 am. At 1230, the pt called us into the room to notify us that the chemo had spilled on the floor. All the proper tubing was in place but the tubing somehow was disconnected from the optima injector causing it to leak onto the floor.